Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)-user had poor technique. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose test results accompanied by symptoms. The customer is concerned with back to back tests results from results obtained of 85 and 103mg/dl. The expected fasting blood glucose test result range is 92 to 150mg/dl. The customer did report symptom of feeling dizzy. Medical attention is not reported as a result of the actual blood glucose results and symptoms. The product is stored according to specification in the living room. During the call on (B)(6) 2019, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is (B)(6) 2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:85mg/dl date: (B)(6) 2019 time: 12:31pm n/fasting; result 2:98mg/dl date: (B)(6) 2019 time: 12:31pm n/fasting; result 3:103mg/dl date:(B)(6) 2019time: 12:30pm n/fasting; result 4:134mg/dl date: (B)(6) 2018 time: 9:53am fasting; result 5:121mg/dl date: (B)(6) 2018 time: 11:06am fasting.